Manufacturer narrative:
The vitrectomy cutter was returned and evaluated. The visual inspection revealed that the 20ga vitreous cutter had solution on lines. No defects were observed. A definitive root cause could not be ascertained. . All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear occurred in the patient¿s operative eye resulting in an unplanned vitrectomy procedure being performed. The surgeon indicated that the capsular tear had no relation to the amo product. During the performance check of the disposable vitrectomy cutter, the sleeve and the shaft part of the cutter were taken off when the surgeon tried to use it. The vitrectomy procedure was completed safely by replacing the vitrectomy cutter. The visual acuity of the patient was good.

Manufacturer narrative:
Pt age and gender: patient information was not provided. Expiration date is may 2017. The surgery center indicated the product and equipment was not the cause of the reported event is reporting this event only and did not request field service or clinical support. Manufacturer date is may 2014. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
New information: (B)(4). Correction: returned to manufacturer date has been added in as it was not provided in follow up #2. Correction: evaluation code for method and results has been added in as it was not provided in follow up #2. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The vitrectomy cutter was returned and evaluated. The evaluation revealed that the 20ga vitreous cutter¿s probe needle was found missing and detached from the probe. No remnant of epoxy was found on the body. Device history record was reviewed and found no specific information related to this incident. This failure is deemed as an isolated incident. Results and conclusion code has been added to this follow up.all pertinent information available to abbott medical optics has been submitted.